Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that the instrument was used in a proximal femur fracture surgery. Normal repositioning of the fracture was done; no twisting or turning. The sharp hook on the instrument broke off in the welding. There was no reported harm was done to the patient, and the surgery went on as planned. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Implant, explant date: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the investigation has shown that the hohmann-shape arm is indeed broken off at the welding seam. The instrument was analyzed for conformance to print specifications as well as the device history records were researched. No abnormal findings were identified. Based on these findings it is likely that the cause of failure is not due to any manufacturing non-conformances and it is likely, that high applied mechanical forces over the years caused the breakage of the welding seam. Further investigation has shown that this instrument was manufactured in october 2013 according to the specification. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.